Manufacturer narrative:
Reliability analysis pump was received with e21 error alarm after battery change due to faulty c37 on ib.

Event description:
The customer reported via phone call that the insulin pump had a clear settings alarm. Blood glucose level at the time of the incident was 92 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.